Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l78719, implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regard to a patient receiving bupivacaine 20.0 mg/ml at 5.970 mg/day and dilaudid 50.0 mg/ml at 14.925 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. The patient has had eight other back surgeries. It was reported that the pump flips in the pocket and that it has since it was implanted in (B)(6) 2014. The patient has electively gone from (B)(6). The patient has also had three separate incidents where the patient has felt extended electrical shocks sensation near where the catheter goes into the spine, by the belly button and behind the pump. The most recent occurrence was (B)(6) 2016 and did not have the dates of the previous two times. The event date was unknown. The patient was not doing anything different when this occurs. The change in therapy/symptoms was considered sudden. The patient told their healthcare professional about this issue. The healthcare professional stated it is because the patient¿s spinal cord is shutting off. The patient has major back issues that require surgery that the patient cannot do at the time of report. It was noted that the patient falls all the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.